Event description:
(B)(6) rph at (B)(6) reported pt is at the hospital due to a pump malfunction, no details. Unknown if pt will be admitted. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with pt? - yes did the product issue cause or contribute to pt or clinical injury - no is the actual device available for investigation? - unknown did pharmacy replace device? - unknown did the pt have a backup device they were able to switch to? - unknown is the infusion life-sustaining? - yes outcome? - unknown.